Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4).

Event description:
It was reported that during a bowel resection procedure, after firing the device, an incomplete staple line was formed. Another device was used to complete the case with no patient consequence.